Event description:
The patient reported that "77" and "3.0" were displayed on the screen of his infusion device and he was not able to clear it. He stated that he was aware of the recall and he had forgotten to change the powerpack after 2 weeks of use. The patient was advised to dispose of all recalled powerpacks. The patient did not have a replacement power pack to insert into the infusion device. Upon follow up, the patient was instructed to insert a corrected powerpack and the infusion device functioned properly. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.